Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and it was observed that the thread of the adaptor was damaged. Based on the visual exam, the reported complaint was confirmed. All personnel from the molding area related to this process were notified. In addition, a CAPA was opened to address the issue with the adaptor threads.

Event description:
The customer alleges that the device did not screw on properly and leaked. No patient injury reported.

Event description:
The customer alleges that the device did not screw on properly and leaked. No patient injury reported.

Manufacturer narrative:
(B)(4). A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not received at our facility. Based on the lot 689147 provided for which the DHR resides at (B)(4) lot numbers for component mp-0321 were obtained. Records reviewed showed that there were no issues related to functional issues on the molded component involved in this complaint mp-0321 (snap-on flowmeter adaptor) batch (B)(4) during the manufacture of the material. Regarding other customer complaints from this same issue, a CAPA file #(B)(4) was opened. Customer complaint cannot be confirmed, based only on the information provided, to perform a correct investigation and determine the source of defect reported it is necessary to evaluate the sample involved in this complaint. An attempt to duplicate the failure mode was made, but at the time there is no inventory of the involved product code (400340; aquapak 340 sw,340 ml w/040 adaptor,intl) available at the facility nor is being manufactured at the time. If device sample becomes available at a later date this complaint will be re-opened.